Manufacturer narrative:
Unit passed displacement test. However unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/a33 test, excessive no delivery test. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 340 mg/dl. The customer also reported that their insulin pump had motor error alarm and drive support cap appears normal. Customer was able to successfully clear the alarm and was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. The customer declined to troubleshoot for high blood glucose. Insulin pump will be returned for analysis.